Event description:
It was reported to siemens that a technical issue occurred while operating the somatom go. All CT system. The customer reported that the perfusion evaluation of a 66-year-old male stroke patient was not possible. The customer tried to open the patient in CT perfusion and received an error message that the patient is already opened. The customer was able to reconstruct the images after a delay of approximately 15 minutes. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Siemens healthineers conducted a thorough investigation of the logfiles of the reported event. The following root cause was identified for the reported issue. The previous workflow performed by the user couldn't be completed due to an unhandled exception. The customer was not able to re-start the current workflow until the previous was closed. This is a known software error that was reported to siemens for the first time for this particular software version. A solution is considered for future software versions/service packs. Siemens is unaware of the reported error reoccurrence, and the customer has not been able to reproduce it.